Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. Failure not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. Instrument did not move in the intended direction. Surgeon observed instrument movement did not turn to the right angle. Instrument did not move with uncontrolled motion. There was no delay. No shakiness and no friction observed. Issue was persistent. Customer attempted to re-install to address the issue. Surgeon used a back-up instrument. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps exhibited unnatural control. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. Failure analysis found the primary failure of loose pitch cable to be related to the customer reported complaint. The instrument was found to have a loose pitch cable at the proximal end in the backend of the prograsp forceps instrument. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.